Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that they started itching before the hour was up on the first day of testing. The skin was red and itchy from the 72r electrodes. The patient reported she wears the electrodes on her neck. The patient stated that her skin underneath the electrodes was red and itchy, her skin was raw, and she had blisters for days. The patient stated there was no swelling. The patient changed the electrodes every day and rotated them daily. The patient reported cleaning the area with soap and water and did not use any wipes. The patient stated that she does sometimes have sensitive skin to certain adhesives and triple antibiotics. The patient also stated that she has many allergies to different medications, and she also has seasonal allergies for which she takes zyrtec daily. The patient spoke to the nurse at her doctor¿s office regarding the issue, but nothing was prescribed. The patient stated she used hydrocortisone cream for the issue, but her skin became too thin, and she switched to benadryl cream. The patient does not take any blood pressure medication but stated that she takes humira for rheumatoid arthritis which can lower the immune system. It was later reported, the patient was told by the doctor to stop wearing the unit. It was reported that no further information is available.